Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in signal loss with telemetry devices after two switches were down because the ups they were plugged into did not come up after power surge. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was in signal loss with telemetry devices after two switches were down because the ups they were plugged into did not come up after power surge. No reported harm or injury to patients

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer it reports that all cns devices were showing communication loss on all cns devices. This issue occurred after a power surge. The network switches were both down due to ups unit did not come back after the power surge. Once customer got the power back to the network switches and the org devices, the communication loss issue went away. Customer had provided pictures of all org devices and ups that were installed together. Org devices and network switches were plugged into the ups in the wiring closet. Ups model and serial number: abce600-11 s/n (B)(6) . These were shipped to customer on 10/2017. One of the cns devices was pu-621ra s/n (B)(6) . On 1/28/2020, customer responded to nka's inquiry into the incident as follows: called customer, per the customer, they lost the original documentation of the issue and he was going on what he could remember and whatever documentation they had during that period. Per the customer, there was no power outage. The ups had an unexpected failure. He was called by the nurses about an issue they had with a cns because the cns turned off. After troubleshooting the issue, he figured out that the ups had no power on any outlet on it. He concluded that the ups had failed because it no longer provided power to the cns. 1. Was this a regularly scheduled or unexpected power outage? Unexpected device failure. 2. What was the duration of the power outage that resulted in the reported communication loss issue? No other devices were affected, only the cns and ups was affected. Service requested: ups exchange. Service performed: abce600-11 s/n (B)(6) was received on 3/27/2019. Customer was sent a/abce602-11 on 2/15/2019. Investigation result: the issue was determined to be caused by a failed ups. With the ups failing to provide backup power to the network switches and the org receivers, patient monitoring network communication could not be established. Per notes, this ups failed within two-year warranty. A query for "a/abce600-11" shows no similar incidents of ups failures has occurred. [Risk assessment] the probability of this issue re-occurring is derived from c4c data. Data was pulled on jan 22, 2020. Out of 33046 records, the ticket title is filtered for "ups" keyword. The service category is filtered to include only "pm" related incidents. Pm is referring to patient monitoring devices. File status is filtered to show only "MDR" or "qa closed - MDR" incidents. The model is filtered to show only "pu-621ra" incidents. The final result shows 17 incidents where ups caused cns, pu-621ra, power issues. Total number of units sold is available in sap. The total number of units sold since 2014 (the beginning of sap data) is (B)(4). (B)(4), or according to sop06-075, quality complaint investigations, the event may only occur in exceptional circumstances - rare. Risks: the risks of cns device being off due to power issue resulting from ups failure is that there is a loss of central monitoring of patient's vital signs and waveforms, along with other patient information. The cns monitors both bedside and wireless telemetry transmitters devices. Bedside monitors have local alarm functions, both audible and visual, while wireless telemetry transmitters display compressed waveform and numeric data of the latest 10 minutes. When the cns is powered off, the issue is immediately noticeable by the attending clinician. If alternate monitoring means are not available for the wireless telemetry patients, there is a possible loss of patient monitoring. In a worst-case scenario, the loss of monitoring capability at a central nursing station for cardiac rhythm and vital signs could delay the recognition and management of arrythmias and sudden deteriorations in vital signs in critically ill patients. This could adversely impact the outcome of subsequent treatments such as resuscitation. The risk is considered "major" as defined under sop06-075, quality complaint investigations. Therefore, the overall risk of this event, taking into consideration of severity and probability, is medium. Cns's intended use: the cns-6201 central monitor is designed for use in various hospital environments, including the ICU, ccu, recovery room, and general ward. The central monitor allows hospital staff to monitor patient's vital signs and waveforms, along with other patient information. The central monitor is designed so the operator can directly touch the screen from the operator's position. The patient monitoring network is composed of central monitors, bedside monitors, multiple patient receivers and transmitters. The cause of the communication loss was due to network switches being down. Customer had lost documentation of the original incident. Details regarding the setup, regular maintenance of ups are not available. Thus, the root cause of ups failure could not be determined. A fishbone diagram generated to determine possible causes of ups failure. Investigation conclusion: the cause of the communication loss was due to network switches being down. Customer had lost documentation of the original incident. Details regarding the setup, regular maintenance of ups are not available. Thus, the root cause of ups failure could not be determined. A fishbone diagram generated to determine possible causes of ups failure.

Event description:
The customer reported that the central nurse's station (cns) was in signal loss with telemetry devices after two switches were down because the ups they were plugged into did not come up after power surge. No reported harm or injury to patients.